Event description:
Procedure: ladg - lap assisted distal gastrectomy according to the reporter: during use on the patient, a green part on the distal end of the shaft came off. Nothing fell into the cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).